Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device showed question marks in the percentage pacing and an "invalid data" message for the histograms due to radiation therapy. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device showed question marks in the percentage pacing and an "invalid data" message for the histograms due to radiation therapy. It was later reported that the patient was seen for a follow up visit two months later and the "invalid data" message was observed again. The device is still in use. No patient complications have been reported as a result of this event.